Event description:
On or about unknown date, patient reported that his medical device was hooked up to computer system for entertainment purposes and to harass and abuse him, and it also has led to physical changes in my body like shortening of my legs and changes in my facial features, and already reported to the fbi. Patient stated "I think these people are using biotechnology on me without consent." There is no further information. This report is for one (1) lcp postmed-prox-tibial pl 2ho l79 sst. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.